Manufacturer narrative:
Product event summary: data files were received and analyzed. One patient data file was received and recorded on the reported date of the event. The patient data file showed seven applications were performed using a balloon catheter identified as afapro28 with lot number 18379. The patient data file didn't show any system notice on the reported date of the event. The received failure data file contained failure records for the date of the event. The failure data file showed system notice 50006 (the safety system has detected blood in the catheter handle stopped the injection and disabled the vacuum) on the reported date of the event. In conclusion, the data files confirmed a 50006 system noticed was received on the reported date of the event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the afapro28 balloon catheter with lot number 18379 was returned and analyzed. External visual inspection of the balloon segment showed blood/fluid inside the balloon. The catheter smart chip data was downloaded and reviewed. Data indicated the balloon catheter was used for seven applications on the reported event date. During functional testing, the console terminated the application and triggered system notice number 50005 (the safety system detected fluid in the catheter and stopped the injection). Pressure testing and inspection of subcomponents of the balloon, handle, and shaft segments was performed. During pressure testing of the balloon segment, an outer balloon breach was observed. Dissection of the balloon segment identified an outer balloon breach (pinhole type). In conclusion, the reported issue of visible blood was confirmed through analysis and the balloon catheter failed the returned product inspection due to a pin size hole observed on the surface of the outer balloon. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, a system notice was received indicating that the safety system detected blood in the catheter handle, the injection was stopped and the vacuum disabled. It was also reported that blood was observed in the balloon catheter handle. The case was switched to and completed with radiofrequency. No patient complications have been reported as a result of this event.